Manufacturer narrative:
Final device investigation found that the device was returned with the seal cap area cracked open at the seam, but still attached to the rest of the device. Upon functional eval, the device showed signs of leaking both with and without the obturator inserted into the device.

Event description:
It was reported that the top part (cap) of the device sleeve came off in the middle of the procedure which was a laparoscopic supra cervical hysterectomy. It could not snap back together and appeared broken. Another device was used to complete the case. There was no pt injury. This report is being filed for the findings upon device investigation. Add'l info was requested, but no add'l info was available.